Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in superior mesenteric artery. A 6.0mmx18mmx150cm express® sd renal/biliary stent selected however it was noted that the stent was not evenly crimped onto the stent delivery system (sds) balloon when the device was removed from the package. While trying to push the device though the sheath valve, the stent slipped off the sds balloon. The procedure was completed with another stent. No patient complications were reported and the patient's status was fine with good prognosis.